Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl. Customer reported that she was in a lot of stress, had high blood glucose, uti, and anemia that led to her hospitalization. The customer was treated and blood glucose was stabilized. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a keypad anomaly and the buttons were hard to press. No significant event leading to keypad anomaly was observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent esc, act, up and down button response due to flattened button dome switches. No button error alarm during testing. The lcd keypad connector was not found unlocked during visual inspection. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08775 inches. Insulin pump was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.